Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer continued to use the pump for insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Reportedly, the customer would deliver a bolus via the pump to address their elevated bg.